Manufacturer narrative:
Date of explant (d6b) was inputted erroneously. The atrial lead was capped and not explanted.

Event description:
It was reported that prior to device change out procedure, the left ventricle (lv) lead exhibited no capture. The atrial and lv leads were identified to be dislodged and were confirmed visually. The physician decided to cap both leads on (B)(6) 2025 and replaced with new leads. The patient was stable throughout.